Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 30mg/dl which was treated with glucose tablets, juice and ice cream. Customer's current blood glucose was 202mg/dl. Customer declined to troubleshoot for low blood glucose. Insulin pump will be return for analysis.